Event description:
It was reported that a device was used during a hernia procedure. The staples would not close and fell into the patient. The surgeon removed all the staples. Another device was used to complete the case. There was no consequence to the patient.